Event description:
It was reported that a pump exhibited force sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history record record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional tests were performed. Top and bottom cases were in excellent condition; cracked left plunger case, cracked and chipped ear clip; and there was no visible contamination. Event history log (ehl) showed force sensor test error. Calibration verification test was performed and the reported problem was duplicated; physical damage was found on left plunger case. The root cause of the issue could not determined. Actions were taken to mitigate the reported issues: replaced left plunger case; performed calibration and all the functional tests passed.